Manufacturer narrative:
The investigation for the reported purge disc/flag issues has been completed. The logs showed the last case in the field before the console was sent in for investigation. The product was returned. The purge disc retainer was slightly cracked and lifted off the purge assembly. It is likely this failure occurred when the purge disc was being removed at the end of the case which is why the logs do not reflect any failures. The cause of the issue was a broken purge disc retainer. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller had a broken purge clip. No patient involvement was reported.